Event description:
It was reported that during an unknown procedure, after the device was fired, only one row of staples had been fired on each side. Another same like device was used to complete the procedure. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.